Event description:
During the preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device overheated and was not functioning as expected. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.